Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2011 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilators screen went blank while on patient. The vent was still ventilating. No patient harm vent was swapped out.